Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation revealed alerts of non-sustained right ventricular oversensing on their implantable cardioverter defibrillator due to post paced oversensing t-wave. The patient was in stable condition. No actions were taken at the time.